Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr), enlarged atrium, thick leaflets and severely dilated annulus for a mitraclip procedure. During the procedure, the first mitraclip was unable to pass lock check as the clip opened up 120 degrees. The procedure was repeated and still the issue persisted. The clip was removed from the anatomy. During deployment sequence of second mitraclip, the clip opened continuously while performing lock check. However, the clip was deployed as it is in it's existing position. Additionally an attempt was made to deploy third mitraclip. During deployment sequence of third mitraclip, the clip opened continuously while performing lock check. However, the clip was deployed as it is in it's existing position. Additionally, fourth mitraclip was deployed to further reduce the mr to grade 1+. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported unintended movement associated with clip opened during lock check appears to be related to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design, or labeling.